Event description:
It was reported that during the inspection, it was found that the console had low energy. There was no patient involved.

Event description:
It was reported that during the inspection, it was found that the console had low energy. There was no patient involved.

Manufacturer narrative:
Correction to the field e1: initial reporter zip/post code. Correction to the field g1: MFR site address 1. The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. The console was installed on (B)(6) 2015, and this event occurred 10 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, an investigation conclusion code unable to exclude device problem was assigned to this investigation.